Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 27, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown at implant site. The device was explanted on (B)(6) 2023. Reimplantation is planned but had not taken place at the time of this report. This report is submitted on september 26, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on august 29, 2023.